Event description:
This is 1 of 4 reports linked to mfg report numbers: 3013886523-2022-00034, 3013886523-2022-00035, 3013886523-2022-00036. A physician reported four patients had hearing loss (80 years and older) following certas valve implantation. Original setting was 3 in all four cases to match the medtronics strata ii 1.5 setting that the surgeon uses. According to physician: "this is what the documentation suggests (the certas 3 is equivalent to strata 1.5)". Patients came back to the hospital one to two weeks after implantation with overdrainage symptoms; hearing loss, headaches and dizziness. Setting was changed to higher opening pressure setting in the clinical follow-ups in weeks after. The valve was changed to setting 8 to virtually close it. Implantation date is unknown. Valves remain implanted / they were turned off. Additional information has been requested to the physician to provide clarity or documentation pointing to medtronic strata setting 1.5 being equivalent to the certas setting 3, and documentation has not been provided.

Manufacturer narrative:
The certas valve (ID 828824) was not returned for evaluation (remains implanted) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. The possible root cause for the issue reported by the customer could be due to biological debris and protein buildup interfering with the valve mechanism. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.